Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) was requested. If additional information becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "the surgeon removed the stem (cement attached) and liner. He felt the cup was well fixed. He then replaced the liner and prepared the canal for a restoration cone conical stem. Implanted the stem body and head."